Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a peeling on the insertion section and the light guide tube of the device. The forceps channel of the device was defective. Additionally, the bending section cover was missing and there were stains on the light guide due to external factor. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the oes bronchofibervideoscope has a fiber dent. Upon inspection and estimation of the returned device, it was observed that there was peeling from the insertion section of the device. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 16-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.